Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster 2.8 x 16 mm would not cross the proximal left anterior descending artery to treat a perforation. However, the graftmaster 2.8 x 19 mm was implanted and sealed the perforation. There were no additional complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from expected to be returned to not returning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: both graftmasters were required based on the size of the perforation and both performed as intended. The patient outcome was good.